Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Log was reviewed and battery depletion rate is within normal range. The customer continued to use the pump for insulin therapy.